Event description:
It was reported that bd precisionglide¿ needles were clogged. This was discovered during use. The following information was provided by the initial reporter: 0.30 x 13mm needles, third box that comes with clogged needles.

Manufacturer narrative:
Investigation summary: ten (10) samples were returned from the customer for investigation. Nine (9) samples were returned in unopened blister packs and one (1) sample was returned loose. The samples were visually examined and the nine (9) unopened samples were found to not be clogged as light was able to pass through the sample. The one (1) samples which was returned loose was found to be clogged as light was not able to pass through the sample. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles were clogged. This was discovered during use. The following information was provided by the initial reporter: 0.30 x 13mm needles, third box that comes with clogged needles.